Event description:
Report received from the USA stating the device was "heating". The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported heat was confirmed. The device was found to exceed temperature specifications. The device was disassembled, and dried, biological debris and soap friction created by the presence of the debris and residue caused the reported heat. This condition is indicative of improper or ineffective cleaning of the device. If additional information is received, a supplemental report will be sent.